Event description:
Information received by medtronic stated that the customer received a pump error a broken force sensor was detected during seating or regular delivery and also an open book image. No further patient complications were reported. Troubleshooting was not performed; however, the customer will discontinue using the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.